Event description:
It was reported that a pt was climbing off a stretcher in the ER. Reportedly, the stretcher moved and allegedly the pt slipped and injured her ankle. The pt was treated in the ER and prescribed naprosyn.

Manufacturer narrative:
Upon inspection, the company rep found incorrect service parts had been used to repair the unit.